Manufacturer narrative:
The investigation determined that higher than expected vitros thyroid stimulating hormone (tsh) results were obtained from a non- vitros mas omni immune quality control (qc) fluid processed using vitros immunodiagnostics products tsh reagent lot 6310 on a vitros 5600 integrated system. The most likely cause of the higher than expected vitros tsh results is an instrument related issue. There were multiple issues with the well wash on the vitros 5600 integrated system. An ortho field engineer performed service actions on the vitros 5600 system which included replacing the solenoid for the pre well wash. Following service actions, the performance of the vitros 5600 system was returned to expectations. In addition, acceptable mas qc fluid results were obtained on the customer¿s alternate vitros 5600 integrated system. A vitros tsh lot 6310 issue is an unlikely contributor to the event as mas qc results and patient sample results from a correlation study were as expected on the customer¿s alternate instrument. Additionally, vitros tsh lot 6310 results from vitros total thyroid controls were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 6310.

Event description:
A customer reported higher than expected vitros thyroid stimulating hormone (tsh) results obtained from a non- vitros mas omni immune quality control (qc) fluid processed using vitros immunodiagnostics products tsh reagent on a vitros 5600 integrated system. Mas omni immune l1 qc fluid, lot#: omi2111a results of: 0.306, 0.318, 0.314, 0.314, 0.216, 0.239, 0.236, 0.263, 0.278, 0.297, 0.262, 0.239, 0.244, 0.253, 0.295, 0.265 miu/l versus the expected result of 0.14 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were from a quality control fluid and no results were reported from the laboratory. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).